Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 12:34, intra-aortic balloon (iab) therapy started in cath room, after a while the patient was transferred to ICU. On the (B)(6) at 19:30, alarm ¿blood detected ¿was generated. Restarted console to continue therapy. No patient injury was reported. On (B)(6) iab was removed and ended therapy.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 12:34, intra-aortic balloon (iab) therapy started in cath room, after a while the patient was transferred to ICU. On the 14th at 19:30, alarm ¿blood detected ¿was generated. Restarted console to continue therapy. No patient injury was reported. On 15th iab was removed and ended therapy.